Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. It was reported that pacing impedance measurements were 1,853 ohms three weeks ago. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Programming changes were made and acceptable threshold measurements and pacing impedance measurements were observed. The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.